Event description:
The customer reported "the tube was bad". The electrodes were sticking out of the product. The customer returned one item with both of the red surface electrodes out of the silicone channels at the cuff end of the tube. This event was reported by the user in 2004, and was determined during the subsequent investigation to be a non-reportable event per our decision tree. However, due to additional events reported to the company involving products of similar design, we have decided to report this event as a product malfunction.